Manufacturer narrative:
H3: the device 37761 desktop charger (dtc), serial number (B)(6) was returned for product analysis. Analysis found cable assembly failure and bent/ broken connector pins at the end of cable. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is approximate. Year is confirmed as valid. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761; serial#: (B)(6) ; product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The caller had a detached desktop charger cord. Patient reported that the clip on their desktop charger was detached from the cord and would not stay together to charge their recharger. Patient stated that they spoke to medtronic representative prior to calling patient services and was told that there was a shortcoming with their model and to have the desktop charger replaced overnight. Patient mentioned that the plug-in piece will not stay together with the cord and that they struggle charging the recharger, patient added they were able to manipulate the desktop charger so they could charge monday. When asked for the event date, patient stated that it was probably the first part of october and then they went on a trip (B)(6) and got back sunday and went to use the cord monday and were able to charge a little but saw it was torn apart. An email was sent to repair to replace the desktop charger. No symptoms were reported.